Manufacturer narrative:
This case was reported to the (B)(4) pharmacovigilance network on (B)(4) 2012. This is a definitive report.

Event description:
Adverse event: effusion of lower leg joint. On (B)(6) 2012, a (B)(6) female pt received 1st injection of artz to the knee for gonalgia. On (B)(6) 2012, she received 2nd injection of artz. On (B)(6) 2012, she received 3rd injection of artz. On (B)(6) 2012, she developed effusion in the injection site during infiltration with hyaluronic acid. She was administered with voltaren (diclofenac), 1 ampoule, im, and perfalgan (paracetamol),1 ampoule IV as specific treatment regarding the event. On (B)(6) 2012, she was recovering. According to the reporter, the event caused/prolonged hospitalization. The causal relationship between artz and the adverse event was possible.